Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a calibration issue. The programmer has not yet been received into service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the touch screen was out of calibration and the touch screen connector was therefore cleaned and reseated, the touch screen parameters reset and the touch screen calibrated. New software was installed, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product was returned to service.